Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units missing ground lug on power cord. There was no harm reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site name), h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The unit is missing ground lug on the power cord. The fse replaced power cord reel in hospital cart and performed test. All functional and safety test performed. Connected unit and confirmed batteries charging. Checked in service mode to confirm all voltages were being read by system.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a broken power cord. There was no harm reported.